Manufacturer narrative:
.

Event description:
Provider states that the end user called them to advise that the unit stopped working. Provider did not ask if it was alarming and the consumer did not mention it.